Event description:
The hcp reported the pt presented with signs of an infection of the catheter. These included fever and meningeal signs and symptoms. A culture of the cerebrospinal fluid was reported as positive for staph and the pt was diagnosed with meningitis. The pt was treated with IV antibitocs and the device system was explanted. The infection is reported to have resolved. The pt had a risk factor of malnutrition or being extremely thin.